Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 20 mg/ml morphine at a dose of 4 mg/day via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that an alarm was heard/confirmed by telemetry. A critical alarm for motor stall and stopped pump may exceed tube set occurred. The pump logs were checked. The patient presented in the ER on (B)(6) 2017 stating his pump had been "ringing" since "yesterday". The logs showed a motor stall occurred (B)(6) 2017 and then the stopped pump may exceed tube set on (B)(6) 2017. The hcp confirmed there was no magnetic influence, no MRI, etc. The patient still had 5 months until elective replacement indicator (eri). No symptoms were reported and no further complications were expected or anticipated.

Manufacturer narrative:
Codes have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient reported that the pump had been replaced with a spinal cord stimulation (scs) device because it was causing an alarm and was leaking.

Manufacturer narrative:
Updated to reflect the patient's weight at the time of the event : updated to reflect the information received on (B)(6) 2017 if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(4) 2017. It was reported that there was no specific cause of the patient's motor stall. The patient was given sub-lingual (B)(6) to avoid withdrawal and the patient's pump flowrate was reduced to minimum and the pump was turned off. The motor stall was not considered resolved. The current status was stated as "no change, still motor stalled". No further complications were reported.